Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed. Per the event description, the most likely cause(s) of the reported failure can be attributed to a patient-specific event. According to the dfu-0087-13 at revision 0. E. Warnings. 8. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The method of bone preparation employed during the procedure and the bone quality encountered were not provided.

Event description:
On 5/15/2023, it was reported by a patient via email that a 4.75mm and a 5.5mm swivelock anchors are severely dislodged. These were implanted in the right shoulder during a procedure in (B)(6) 2022. No further information has been reported. Additional information received on 5/24/2023: this procedure occurred on (B)(6) 2022. Additional information received on 5/26/2023: part number ar-2324bcctt biocomposite swivelock c from lot number 14971314 and ar-2323bcc biocomposite swivelock c from lot number 14372226 were implanted.